Event description:
The patient reportedly experienced loss of lock between the internal device and the external equipment. External equipment was exchanged; however, this did not resolve the issue. Device revision surgery will be scheduled.